Event description:
Patient thinks unexplained high blood glucose levels (272 mg/dl) are due to the device. Patient has been experiencing high blood glucose for the past three days. Patient increased patient's basal rate,but this did not resolve the problem. No error message was generated by the device. After patient switched to back-up device and bolused patient's blood glucose dropped immediately.